Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965, lead, implanted: (B)(6) 2005. Dtba1d1, crt-d, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient experienced a systemic infection approximately two months after the implant procedure. The implantable cardioverter defibrillator (ICD) was explanted and will be replaced at a later date. No further patient complications have been reported as a result of this event.